Event description:
It was reported that a systemic infection occurred. The source of the infection was a (B)(6). The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: 5071-53 lead, implanted: 2009-(B)(6). (B)(4).